Event description:
Pt is long term quadriplegic transferred from a chronic care facility and admitted for respiratory failure from pneumonia. Slowly developed progressive hypoxia with oxygen by mask and intubation was required on a semi-emergent basis. The glidescope video monitor initially failed to show a video image. The video laryngoscope blade was replaced with another, but the monitor briefly still showed no image. Intubation was briefly delayed and the pt required CPR for 20 seconds before an image appeared. The image on the screen flickered off/on intermittently. Intubation was achieved and the pt was revived to her condition prior to intubation.